Event description:
The customer reported difficulty charging to certain energy settings and reported disarming of energy. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported difficulty charging to certain energy settings and reported disarming of energy. No adverse patient impact was reported. The device and the therapy cable passed operational checks here at philips, there was no trouble found. Evaluation of the therapy cable showed signs of wear that we believe is related to the use of a non-philips approved accessory bag. This accessory bag, when tested by philips, resulted in wear on the pins of the therapy cable. We are considering this issue as off label use (of non-philips bags) and no malfunction.